Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, and the amount of bone removed, the remaining bone may allow the implant to seat varying impact forces. The exact cause cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that during surgery in 2009, the surgeon was implanting the 14mm x 130mm trabecular metal reverse stem. After trialing with the provisionals, the stem was ready to be implanted. During implantation, the stem was inserted into the canal and would not seat any further. The surgeon reamed the canal again and tried to seat the stem once again. After the third attempt of reaming and re-seating the stem, the surgeon had to switch to a 12mm x 130mm stem which seated with no further incident. Surgery was delayed by an unspecified amount of time.